Manufacturer narrative:
Per issue, customer was having difficulty obtaining sufficient blood quickly and sometimes takes over 30 seconds to obtain blood for testing. This may contribute to unexpected inr or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Prolonging sample collection could affect test results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Retained strip test performed on (B)(6) 2011 for a previous case. Results comparison met accuracy criteria. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code vd7hd which brick lot number 230026 was assigned and packaged into three strip lots (235737 and 234590). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab. Results done within 45 minutes of each other. Target therapeutic range is 2.5 - 3.5.